Event description:
The reporter indicated in an abstract of an unpublished article that a vns patient's seizures had increased from 1 seizure per month at baseline to 1-2 seizures per month with vns therapy. The reporter also indicated that the patient had been unable to receive therapeutic levels of stimulation due to medication non-compliances involving the patient's sleep apnea. The relationship between the patient's seizure increase and vns therapy is unknown.

Manufacturer narrative:
Article citation: corwin, hal. "Minimally intractable seizures: patients reported no seizures after receiving vagus nerve stimulation." Epilepsia. (Abst. 1.084), 2008.